Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This ra lead has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, severed approximately 675mm from the terminal end due to induced damage during explant. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged throughout the lead body on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Additionally, stretched coils approximately from 535 to 675mm and calcification was noted throughout the outer insulation of the lead body. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This ra lead has been received for analysis.